Event description:
The patient reported use of a pod worn on the leg for one to two days when insulin delivery allegedly stopped overnight during sleep. The patient awoke feeling unwell with hyperglycemia with blood glucose level at 25.8 mmol/l (464 mg/dl) and elevated ketones at 7.9 (units not provided), accompanied by symptoms of heart pumping fast, vomiting, and excessive thirst. The patient administered insulin via manual injection, removed the pod, and applied a new pod. An ambulance was called, and the patient presented to the hospital on (B)(6) 2026. The patient was monitored by nursing staff for approximately two hours. No treatment was provided, and no formal diagnosis was made. The patient self-discharged once glucose values improved. Upon removal of the original pod, the cannula was reported as inserted and visible, with bending observed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.